Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "sitting lower". The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp broken on radius assessed as fold flaw opening. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Yellow particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation and "sitting lower". The device has been explanted and replaced.